Manufacturer narrative:
(B)(4) added (damage to device noted during inspection, before use in patient). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60 mm abdominal aortic aneurysm. It was reported during the index procedure when the device package was unpacked, separation of the back-end wheel from the main body was confirmed. This issue was fixed prior to use however during deployment of the stent graft the back-end wheel separated again and it was unable to be fixed again. The physician then disassembled the delivery system to deploy the stent graft proximally and the procedure was completed successfully. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported, and the patient is fine.